Event description:
On behalf of the customer in (B)(6), the distributor reported issues with the stealth 32 lhook laparascopic electrode, # 60-5274-132, unknown lot recently experienced by (B)(6)hospital on (B)(6) 2022. It is noted in the record: after approximately 30minutes after the start of laparoscopic cholecystectomy, the tip of the electrode was suddenly detached in patient body. The same failure occurred two times (the first time occurred with the first product. The second time occurred with the second product. In summary, two products were opened and used.) The detached tips were removed with a forceps from the patient body, so there is no remaining in the patient body. Triad was used (cut: 30, coag: 30) with universal plus. The procedure was completed using an unreported alternate device. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the detached piece was removed, it did fall into the patient.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer in japan, the distributor reported issues with the stealth 32 lhook laparascopic electrode, #60-5274-132, unknown lot recently experienced by (B)(6) hospital on (B)(6) 2022. It is noted in the record: after approximately 30minutes after the start of laparoscopic cholecystectomy, the tip of the electrode was suddenly detached in patient body. The same failure occurred two times (the first time occurred with the first product. The second time occurred with the second product. In summary, two products were opened and used.) The detached tips were removed with a forceps from the patient body, so there is no remaining in the patient body. Triad was used (cut:30, coag:30) with universal plus. The procedure was completed using an unreported alternate device. There was no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the detached piece was removed, it did fall into the patient.

Manufacturer narrative:
Please note g1 contact name was updated from tracey weiselbenton who filed the initial report to robin drum who filed the follow up report. Manufacturer narrative: reported event is confirmed. Received two 60-5274-132 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the l-hook electrodes are disassembled from the devices. There is soldering present on the electrodes. A two-year lot history review could not be performed since a lot number was not provided. A review of the device history review could not be performed since a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: examine this device prior to use for damage. Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device this issue will continue to be monitored through the complaint system to assure patient safety.